Event description:
A medtronic representative reported that while in a cranial procedure, the site experienced black status during navigation. The site was able to use another system to complete the surgery. There was no impact to the patient's outcome.

Manufacturer narrative:
A RMA was issued for camera and spring arm assembly. The camera was returned unused. The spring arm assembly was tested and the alleged malfunction was not able to be replicated by medtronic personnel. The cable passed a continuity test with no opens or shorts detected. The device was fully functional.